Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 213 mg/dl, "349 mg/dl or lower", 168 mg/dl, 200s- range mg/dl, "about 450 mg/dl", and 300s-range mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.